Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate the iabp unit as the issue was able to be resolved with the customer over the phone. Console was not charging due to it not being completely inserted into the cart. Biomed staff properly inserted console into cart and unit immediately started charging.

Event description:
N/a.